Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported that the ins was turning off by itself. The patient stated that this has happened several times and the patient confirmed that they were not pressing the ins off button by mistake. The patient met with a manufacturer representative about this issue, but a solution of cause was not determined. The patient was advised to keep a record of when the ins turns off and follow-up with her healthcare provider (hcp) for additional troubleshooting. Patient status is unknown at the time of this report. It was noted that the patient had a surgery which could have introduced potential electromagnetic interference to the system.